Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that the battery compartment area of their I-stat 1 analyzer was hot to touch. Based on the info at the time, there were no injuries associated with the event.